Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after firing the reload during a pancreatic head resection, on the tissue, the surgeon was struggling with the removal / opening of the stapler. The reload could not be released. The surgeon was able to open the reload and release the handle. There was a delay in the intervention. There was no patient injury.